Event description:
It was reported that the system displayed a communication error, made an arcing noise, and stopped producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and re-greased the high voltage candlestick connectors. The system operates as intended.